Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the subject of this investigation is rubber-protrusion on the back of the forceps. ·when the status of the relevant part was checked, it was confirmed that the black object was attached as indicated. The adhered substance was observed and found to be an adhesive. Since this adhesive itself is used in the place concerned, there is no problem in the function and performance of the forceps table and the scope itself even if the adhesive seeps at this place. The adhesive was observed under a microscope, and it seems to be thousand pieces. In addition, it was confirmed that the adhesive itself was floating. In addition, when the status of the camphor cover (white resin part covered above the adhesive site) was checked, it was found that it moved slightly by touching the part in question, which was normally adhered and completely fixed, by touching the finger. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection. Bore scope inspection. Visually check that there are no abnormalities such as cracks, dents, bulges, edges, scratches, protrusions of metal lines from the inside, protrusions, slack, deformation, bending, adhesion of foreign matter, or falling off of parts on the outer surface of the entire length of the insertion section including the curved section and the tip section. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The gastrovideoscope exhibited foreign material on the suction cup cover. There was no patient involvement.